Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument for failure analysis. Inspection found a broken distal pitch cable at the distal end. The broken cable segment that contained the crimp was still installed in the clevis. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. Pitch cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the permanent cautery spatula instrument had a broken cable. The user continued the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the surgeon replaced the instrument with a backup and checked for any fragments in the patient's abdominal cavity. The surgeon confirmed that there were no fragments before closing the incision.